Manufacturer narrative:
(B)(4).

Event description:
When interrogated it was noted the patient had 18- 40j shocks due to noise. This device is now at eos, however iegms were able to be printed. Device was able to be reset and device status showed eri. Lead testing was done and noise was noted on the rv tip to ring and in the ff channel. Rv pacing threshold was performed and was at 0.6v @ 0.4md. Sensing threshold was acceptable. Therapy was deactivated and the patient will have a lead revision and device change-out in the near future.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.